Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not provided by reporter. This report is for four unknown screws. Part and lot numbers were not provided by reporter. (B)(4). Unanticipated x-ray. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with synthes variable angle- locking compression plate (va-lcp) curved condylar plate (14 holes) construct on (B)(6) 2015. The patient was weight bearing shortly after the surgery when distal fixation was lost and four screws loosened in the patient on an unknown date. The patient then presented at the hospital with an open incision on an unknown date. On (B)(6) 2015, the patient was revised with a 14-hole locking compression plate (lcp) condylar plate. It was reported that the plate and screws were noted to be intact upon explant and that the patient¿s condition was not a nonunion. This report is for four unknown screws. This report is 2 of 2 for (B)(4).